Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, when attempting to ratchet the graft through the mesher, the unit was severely bent up near the comb/cutter and was determined unusable, with one crank of the ratchet handle the carrier would not move and with a second crank of the ratchet handle the damage was done. There was no information available regarding the patient impact. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, when attempting to ratchet the graft through the mesher, the unit was severely bent up near the comb/cutter and was determined unusable, with one crank of the ratchet handle the carrier would not move and with a second crank of the ratchet handle the damage was done. There was no harm/injury to the patient or operator. There was no medical intervention/additional surgical procedure required. The taken graft was not damaged, and no additional unplanned skin graft was needed. There was a surgical delay of 20 minutes, and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.there was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(6). Review of the most recent repair record determined the comb was confirmed to be bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.